Manufacturer narrative:
H6) investigation summary: one photo of an open 30g x 5mm autoshield duo sample, a loose spring and an insulin pen were returned. Visual examination of the returned photo was carried out and a bent piece of cannula was observed in the septum of the pen. As no physical samples were returned, no further investigation can be carried out. Based on the photo returned it is not possible to determine root cause. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd autoshield duo¿ pen needle the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: inner needle disintegration after injection.

Event description:
It was reported while using bd autoshield duo¿ pen needle the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: inner needle disintegration after injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2023. Investigation summary: one 30g x 5mm autoshield duo spring and shield were returned from lot no. 2221513, cat. No. 329505 along with one photo. Visual examination on the returned sample was carried out and no cannula was observed. Visual examination of the returned photo was also carried out and a broken piece of cannula was observed in the septum of the pen. Based on the photo and the fact the sample was returned opened, it is not possible to determine root cause.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield duo¿ pen needle the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: inner needle disintegration after injection.